Event description:
It was reported that the patient experienced frequent and extended charging of the deep brain stimulation (dbs) system implantable pulse generator (ipg) due to rapid depleation. The patient underwent a revision procedure in which the ipg was replaced. The patient is doing well post operatively.

Manufacturer narrative:
D2b pro code: additional codes nhl, pjs.

Manufacturer narrative:
D2b pro code: additional codes nhl, pjs. Correction to the intial report bsc aware date: 26 aug 2025. A field safety notice (fsn; 97178176-fa) was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patient's programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Event description:
It was reported that the patient experienced frequent and extended charging of the the deep brain stimulation (dbs) system implantable pulse generator (ipg) due to rapid depleation. The patient underwent a revision precedure in which the ipg was replaced. The patient is doing well post operatively. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation.

Event description:
It was reported that the patient experienced frequent and extended charging of the deep brain stimulation (dbs) system implantable pulse generator (ipg) due to rapid depleation. The patient underwent a revision precedure in which the ipg was replaced. The patient is doing well post operatively. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation.

Manufacturer narrative:
D2b pro code: additional codes nhl, pjs. Correction to the initial report bsc aware date: 26 aug 2025 a field safety notice (fsn; 97178176-fa) was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients' programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging. The ipg was analyzed, and no anomalies were found during the visual inspection. It charged fully in one session, however, the ipg later showed signs of rapid depletion, and communication issues between the ipg and the remote control were observed. An analysis of the data log confirmed that the rate of depletion was higher than expected. Upon further inspection, the ipg was opened, and the internal electrical measurements indicated excessive sleep current and low resistance at a node where high resistance was expected. This finding confirms that the application-specific integrated circuit (asic) chip is damaged. Notably, the timing of this damage aligns with the patients' reported charging difficulties. Such damage is typically caused by the ipg's exposure to external high-voltage or high-current transient sources. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It state that the following medical therapies or procedures may deactivate stimulation or may cause permanent damage to the stimulator, particularly if used in close proximity to the device: lithotripsy, electrocautery, external defibrillation, radiation therapy; any damage to the device from radiation may not be immediately detectable; ultrasonic scanning, and high-output ultrasound. X-ray and CT scans may harm the stimulator if stimulation is on. X-ray and CT scans are unlikely to damage the stimulator if stimulation is turned off. Ultimately, however, the device may need to be explanted due to damage to the device. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is unintended use error caused or contributed to event.